Manufacturer narrative:
A bci field service engineer (fse) visited the site on (B)(4) 2010 and found a broken quick-disconnect from distilled water line. The fse replaced the connector and primed with no leaks. The fse also ran calibration and qc. The system is now performing acceptably.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leak found on unicel dxc 600 pro synchron clinical system. The customer stated no instrument error was noted. No operator exposure was noted, and there was no effect to patient or user.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leak found on unicel dxc 600 pro synchron clinical system. The customer stated no instrument error was noted. No operator exposure was noted, and there was no effect to patient or user.

Manufacturer narrative:
A bci field service engineer (fse) visited the site on 10/14/2010 and found a broken quick-disconnect from distilled water line. The fse replaced the connector and primed with no leaks. The fse also ran calibration and qc. The system is now performing acceptably.